Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: brazil. According to the customer the blood vessels, brownish skin grew around the aneurism clip.

Manufacturer narrative:
The received clip was analyzed using a digital microscope. The clip shows indications of use, including several deep scratches. This indicates multiple applications which is explicitly forbidden, noted in IFU. There are pressure marks on the branch and a deformed spring. The most likely cause is use of an incorrect application-forceps. This would also explain gap between the jaw parts. The grown tissue is a excessive tissue reaction. This is not exceptional and possible in principle. This is the first known complaint, concerning this symptom. The device quality and manufacturing history records have been checked for the serial number. The device history file has been checked and find to be according to the specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Corrective action is not required. Additional information: post operative medical intervention required. Pt identifier, age/date of birth, sex, and weight info were not provided on original report. Service number in model/lot # has been added, as well as implant date and explants date. Initially reported as product problem; other serious this should now be considered adverse event/required intervention original date of implant reported as 2011. Month/day were not possible.